Manufacturer narrative:
D4 added UDI number for product. G3 updated the "date received by manufacturer" to 12-apr-2024. This date reflects the revised awareness date that led to the reportability decision.

Manufacturer narrative:
The complaint was confirmed. The incorrect expiration date of 2046-10-1 was printed on the tyvek. The correct expiration date of 2026-10-01 was printed on the outer carton.

Event description:
An osl2 device had a mismatched expiration date between the unit of use and the unit of sale. The expiration date on the unit of sale was correct but the expiration date on the unit of use was incorrect. The device was not used and was replaced with another device to complete the procedure. There was no reported harm to patient or delay or procedure.